Event description:
Received info the trial pt stated he had a hole on the side of his penis due to the stimulation. The device is off and cables are disconnected. Pt said it was not helping his pain at all, only to sit. States his hcp laughed at him and the emergency room turned him away. Pt was asked his hcp's name and he could not provide it to manufacturer's patient services. Manufacturer's rep spoke to pt's hcp and the hcp will direct the pt to the emergency room to have the lead removed, even though they had great lead placement. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).